Manufacturer narrative:
The part was returned for further investigation and the q1, q3 and c43 shorted created the error code 110b.

Manufacturer narrative:
(B)(4).

Event description:
During servicing of this unit the manufacturers service engineer (fse) reported that he codes in the diagnostic log that indicated spi bus failure. The fse reported there was no patient involvement.